Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to hospital for check due to the device vibrating. Upon interrogation the implantable cardioverter defibrillator exhibited premature battery depletion. No information has been reported of intervention. The patient did not experience any adverse effects.